Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled the syringe with "as much as it could hold". Reportedly, when the customer inserted the insulin into the cartridge, the cartridge began to leak. The customer successfully loaded a new cartridge to address the reported issue and insulin delivery was resumed. The customer's blood glucose level was 220 mg/dl.